Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are returned.

Event description:
A customer reported a complaint of imprecise sequential readings on their adc blood glucose meter. The customer obtained readings of 1.7mmol/l and 22mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.